Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by "whitening of the dialysate". The breach in aseptic technique was further described as contaminated transfer set equipment, inadequate technique in changing the transfer set equipment and contaminated hospital materials used in the transfer set equipment exchange technique. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with aminoglucoside and ciprofloxacin (doses, routes, frequency and duration not reported) for the peritonitis event. Action with pd therapy was unknown; however, it was reported the pd catheter was not removed. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.